Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 65 mg/dl, 29 mg/dl, and 34 mg/dl. Low blood glucose symptoms were reported with these results; she was able to self-treat. No adverse event related to the device was reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer was unsure which compact plus meter produced the discrepant results. Product information was not provided for the other meters. Will not be returned to manufacturer.